Event description:
A other health professional reported that during an intraocular lens (iol) implant procedure, the lens was stuck to the eye. The surgeon said that, the lens broke a haptics when implanted. The procedure was completed with another lens during initial procedure. There was no complications to the patient.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).